Event description:
Information received by medtronic indicated that the user was experiencing issues when inflating the balloon of the cryoablation catheter. The console could not be used and the procedure was completed with radiofrequency (rf) ablation rather than cryoablation. There were no patient symptoms or complications related to the event. Reportable based on investigation completed (B)(4) 2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The console failed the inspection due to a defective low pressure regulator and valve board. An internal CAPA has been initiated to investigate the condition found for the low pressure regulator. This report will be recorded and trended.